Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. Sister is calling on behalf of the customer. The customer is concerned with results obtained of 376mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy and fatigued. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. Test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer disclose she was hospitalized on (B)(6) 2018. Customer states on (B)(6) 2018 she fell down. Customer states she just received a scratch. Because she was having hyperglycemic symptoms of feeling dizzy and fatigued, she called the ambulance and customer was hospitalized for hyperglycemia. The customer's glucose result when receiving medical intervention was 460 mg/dl (unknown fasting or not fasting) unknown if it was conducted with laboratory or a meter by the ambulance on (B)(6) 2018. She was diagnosed with hyperglycemia and dehydration at hospital. Customer received treatment such as insulin novolog on sliding scale and levemir 25 units at bedtime. Customer was seen also by a diabetic educator. Customer was discharged on (B)(6) 2018. She declined to disclose further information and will replace glucose products. Customer is not experiencing any signs and symptoms of diabetes at time of call and no further medical attention is required.